Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the jaw became not to open when the trigger was grasped. Another new device was fired on the specimen side again, and the operation was finished without any problem. The doctor commented that the device had not been fired on something hard. There were no adverse consequences for the patient. Another device clipped the both ends of the tissue which the device closed on, and then the tissue was cut to remove the device.